Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer resumed insulin therapy on the pump and has backup insulin therapy if needed. There was no reported adverse impact to customers blood glucose (bg) level.